Manufacturer narrative:
D10 concomitant product: trieea28mt, cir stplr trieea28mt medthk wt, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colon resection procedure, there were several issues encountered with the stapler. After firing the stapler, brisk bleeding occurred upon release, and the staples appeared irregularly closed, with an incompletely sealed staple line. This led to concerns about the integrity of the staple line, and oversewing was deemed not feasible. The procedure was extended for more than 30 minutes as a result. The mesorectum was stripped from the rectum circumferentially for a few more centimeters, and a laparoscopic stapler was fired to resect the staple line completely. A new anastomosis was created, which looked good and tolerated high-pressure insufflation without a leak. The issues were evident prior to the removal of the stapler, and the anastomosis was successfully redone. It was also noted that there was another circular stapler that did not work.

Event description:
It was reported that during a colon resection procedure, there were several issues encountered with the stapler. After firing the stapler, brisk bleeding occurred upon release, and the staples appeared irregularly closed, with an incompletely sealed staple line. This led to concerns about the integrity of the staple line, and oversewing was deemed not feasible. The procedure was extended as a result. The mesorectum was stripped from the rectum circumferentially for a few more centimeters, and a laparoscopic stapler was fired to resect the staple line completely. A new anastomosis was created, which looked good and tolerated high-pressure insufflation without a leak. The issues were evident prior to the removal of the stapler, and the anastomosis was successfully redone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.